Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements during surgery showed high impedances on all 12 contacts. Massaging stimulator, adding saline onto ground electrode, ensuring strong coupling, changing the testing coil, and reducing layers between testing device and implant did not change the high impedance values. Surgeon opted to go to back-up implant, and testing was within normal limits.

Manufacturer narrative:
Additional information: according to the information received from the field a damage to the active electrode seems likely. However, to determine an exact root cause device investigation of the device would be necessary. A back-up device was implanted. The concerned device has not been received for investigation yet.

Event description:
Surgeon opted to go to back-up implant, and testing was within normal limits.